Manufacturer narrative:
Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Retained samples expired in april 2021. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 300 times. The following information was provided by the initial reporter. The customer stated: "vacuum loss caused low volume draw."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 300 times. The following information was provided by the initial reporter. The customer stated: "vacuum loss caused low volume draw."